Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Customer reported using fiasp insulin and was not performing the air removal step. Tandem technical support informed customer that this is off label per the user guide. A new cartridge was loaded to resolve the issue. There was no reported impact to the customer¿s blood glucose level.